Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knoweldge.

Event description:
Customer was having problems with "no delivery" alarms, and noticed that insulin was moving backwards in the tubing. Troubleshooting was performed and found a leak in the tubing close to the luer connector.